Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Although the reported issue of no image was not reproduced, a failure in the imaging unit was found, which could have led to the reported event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of image did not appear on screen was not confirmed. In addition, a halation (image defect) occurred due to a failure of the imaging unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus prior to an operation, the hd autoclavable camera head image did not appear on the screen. The intended procedure was a therapeutic laparoscopic inguinal hernia repair. The subject device was replaced and with another device that worked properly. There was no report of patient harm associated with this event. The subject device was used 1 or 2 times a week. The user facility conducted pre-use checks. The device was cleaned via an autoclave.